Manufacturer narrative:
On may 18, 2022, mentor became aware that the right side replacement device used on april 6, 2022 was 375 cc mentor moderate profile implant. Follow ups are in progress to verify the date of implant. Any additional information received will be sent in a supplemental report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 375cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. It was reported that the patient had an open heart surgery and right breast implant deflated as a result. As a result, patient underwent unilateral explantation, and replacement with mentor saline device on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 4, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 375cc breast implant was found to have two tears (a and b) on the posterior view, measuring approximately 1.7 cm and 1.1 cm respectively. Microscopic examination was performed on the edges of the tears (a and b), and parallel striations were found in an area of each tear on the posterior aspect, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 22, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).